Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) 2012; uretex sup urethral support system; catalog # 485013, (B)(6). Attorney.

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Reason for mesh implantation: pelvic pain and urinary stress incontinence. Anesthesia type: general anesthesia procedure (s) performed: laparoscopic bilateral salpingo-oophorectomy and transvaginal tension-free tape complications post implant: (B)(6) 2006: complained of burning with urination, back pain with urination, painful intercourse and frequent urination. Assessed with uti. (B)(6) 2011: urinary tract infection. Associated symptoms included back pain, frequency, pressure retention, slow stream, splitting stream and urgency. Patient had vaginal pain, urinary incontinence, painful intercourse, constipation and urinary retention.